Manufacturer narrative:
Philips service replaced the sensor, flashlite high end kit etx-lx2, fd cooling hoses repair set, and detector px4700 high speed pack, calibrated the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that sensor failure prevented imaging on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.